Event description:
It was reported that this previously capped left ventricular (lv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The previously capped lv lead remained capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.